Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. Customer's blood glucose level was 126-140 mg/dl.